Manufacturer narrative:
Product evaluation summary: analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing.

Event description:
It was reported the patient experienced syncope and presented to the hospital when their right ventricular (rv) lead exhibited no capture and slowly decreasing impedance. The physician opted to reprogram the rv lead. The high-voltage portions of the rv lead remain in use and a second rv lead was added to sense and pace. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).